Event description:
The hosp reported that cuff did not remain inflated. No pt injury.

Manufacturer narrative:
Note: eval performed on retain sample. Reference rep0rting site internal file number mx970258. Batch and complaint records indicated no such problem with this order. The tracheal and bronchial cuff were inflated and immersed in alcohol and water-no leakage was detected. Since no unit was returned a comprehensive investigation cannot take place into the cause of the complaint. Quality: the complainant unit did not cause injury to the pt. Non confirmed: the reported problem was not detected as the complainant unit was not returned. Non justified: there is no evidence to suggest that the reported problem occurred in house. Corrective action/comment: all co's cuffed catheters undero a four hr inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughtout the production process.